Event description:
Patient underwent cerebral angiography with coil embolization for severe epistaxis due to left nasal avm (arterio-venous malformation). As attempt was made to deploy the second coil, the coil broke, with tail extending proximally to the level of common maxillary artery. A second catheterization procedure was needed to advance the fractured coil beyond the carotid bifurcation. There was no evidence of non-target embolization, and the patient awoke from 2.5 hrs of anesthesia apparently neurologically intact.